Event description:
The manufacturer received information alleging a ventilator alarmed for a ventilator inoperable condition. There was no pt harm or injury.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A ventilator inoperative code (error 009) was found in the ventilator's downloaded error log. The logged error code 009 indicates a potential malfunction of the ventilator's blower motor. The blower motor was replaced to address the logged error code. There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.